Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that watertightness was not maintained due to holes in the insertion tube, the insulation at the tip was poor, the bending angle was insufficient, improper insertion of the instrument into the forceps channel was observed, the curved rubber adhesive was missing, the insertion tube oredome was damaged, the watertightness of the scope was not maintained, a liquid leak was recognized in the scope connector, there was a b30 scope communication error, liquid leakage was observed in the vent metal, the scope ID could not be read, and the universal cord was collapsed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had pinhole water leakage from the base of the insertion part under the operation part. Inspection and testing of the returned device found a b30 error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the defective image sensor unit, or failure of the inner board of the video connector or the system. Olympus will continue to monitor field performance for this device.